Event description:
Adverse event(s): no impact to patient (no known impact or consequence to patient). Product problem(s): diathermy and ultrasonic not available (device displays error message). A biomedical engineer reports the diathermy and ultrasonic were not available during one patient's surgery. The error message kept popping up. Additional information provided by the eye technician stated the case had already been completed when the fragmentation and diathermy became unavailable for use. There was no patient or procedural impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).